Event description:
It was reported to st jude medical that while implanting the ICD, during defib testing, the device was not able to convert the pt. External defibrillation was delivered. The hv lead impedance was reported as "na". Real time electrodes revealed normal bipole sensing and a flat-line far field signal. Sjm technical service believed the cause was an incorrect placement of the rv and svc leads into the header. The pt was re-opened to examine the lead placement in the header. Upon re-opening the pt, a new device was implanted. The lead was again tested with no anomalies observed. A pc shock was delivered and again, a measured high voltage impedance could not be obtained. Several attempts were made to troubleshoot. The decision was made to implant a third device. The leads were again tested with a psa and then connected to the device. Upon delivering a pc shock the high voltage impedance was again reported as na. When a test shock without the svc coil was delivered, a hv lead impedance was successfully obtained. The spo1 lead was extracted and upon closer observation, damage similar to that caused by clavicular crush was observed. The lead was explanted and returned for analysis, along with the two explanted ICD's.